Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Low pacing impedance and noise causing automatic mode switching (ams) on the atrial lead were noted. No further intervention was performed at this time, and the lead will continue to be monitored. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The lead was capped and replaced. The patient was stable with no adverse consequences.